Manufacturer narrative:
The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella cp support had multiple runs of ventricular fibrillation requiring defibrillation. Additionally, the patient was positive for heparin-induced thrombocytopenia. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, an investigation has not been done. Should the device or any additional information be received, a supplemental MDR will be filed.